Manufacturer narrative:
Device is a combination product.

Event description:
Reportable based on device analysis completed on 20-nov-2018. It was reported that crossing difficulties were encountered. The target lesion was located in a coronary artery. A 4.00x38mm promus element drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a stent detached/separated.  Device evaluated by manufacturer: a promus element,mr,ous 4.00x38mm stent delivery system (sds) was returned for analysis. No stent returned. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip found no damage. A visual and tactile examination of the hypotube found multiple kinks. A visual and tactile examination of the outer and inner lumen and mid-shaft found no issues. No other issues were identified during the product analysis.